Event description:
The hospital biomedical engineer reported the ventilator remote alarm failed during testing. The biomedical engineer reported their facility remote alarm system is configured so that when an alarm activates on the ventilator, and there is a problem with the ventilator's remote alarm output, the remote alarm at the remote station will not sound. The ventilator was not in use on a patient; therefore, there was no patient harm or involvement. The biomedical engineer will complete repair by replacing the main board to correct the reported problem.